Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, leakage from the bending section part of the evis exera ii ultrasonic bronchofibervideoscope. The reported issue occurred during preparation of use for an unknow diagnostic procedure. The procedure was subsequently completed with a similar device with no delays reported. There was no patient/user harm or injury reported due to the event. During the inspection and testing of the returned unit, the coating on the connecting tube is peeled off (over 1mm2) which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was leakage and failed the waterproof test due to a pinhole at the bending section cover. It was also observed that the coating that was peeled off on the connecting tube was due to handling. It was also observed that the connecting tube and universal cord was dented. Also, the electrical connector was corroded. Upon testing, the insulation resistance value on the distal end, it was determined that the value was out of standard due to a chip on the plastic distal end cover. Lastly, it was observed that there was a gap in the adhesive of the bending section cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress, chemical stress, storage environment. The event can be detected by following the instructions for use (IFU) which state: preparation and inspection_ inspection of the endoscope. ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ the event can be prevented by following the instructions for use (IFU) which state: important information ¿ please read before use warning: ¿do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ reprocesing manual_ general policy: precautions_warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. Storage and disposal: warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk.¿ olympus will continue to monitor field performance for this device.